Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this patient experienced bradycardia with rates in the 20s and syncope with pacing inhibition greater than 2 seconds. Noise was noted on the rv lead was well as loss of capture. High thresholds were reported. Device was reprogrammed to doo with outputs at 4.0v@1ms. No surgical intervention was performed.